Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they are having a lot of problems with their hip on their right-side, the side their implant is on. Patient inquired if this is unusual "when this thing stops working" and patient stated they have "been having problems with that more than the left for the last couple weeks now, almost 2 weeks". Patient clarified that they think the device in their back is causing pain on the right hip where the waist is, below their waist. Patient stated they had to go to the hospital due to this friday to sunday because the pain was unbearable. Patient provide event date as starting a couple months ago and patient started having pain on their right side that went all the way to their left. Patient stated they had to call 911, then stated they were in the hospital for 12 hours and they gave patient morphine and "something else". Patient stated the pain was so bad that patient's oxygen went down so they were afraid to give more morphine. Patient stated then everything was okay until not this past friday, but the friday before, they had the pain on the right, but the pain never went away (agent unclear what patient meant by this statement and was unable to clarify due to the nature of the call). Patient stated they were put on morphine and steroids but that didn't work so patient is going to the chiropractor and stated they don't know what to do. Patient stated they think maybe their implant is hitting on a nerve because they haven't used it/haven't been to the doctor in a couple years. Patient stated they don't know if it should be removed. Patient stated they can't charge communicator because they have lost their communicator charging cable. Agent sent request to repair for lost communicator charging cable replacement. Reviewed role of patient services. Patient was redirected to their healthcare provider to further address the issue. Agent had a difficult time following patient throughout call and made best attempt to document all relevant event information.